Event description:
Medtronic received information that damage (physical or cosmetic), exposed to moisture occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver. 4.11c. Retainer ring = black. Unit p-cap / test reservoir locked properly in place. The pump was received with a cracked case (corner of belt clip rails) and missing display window cover. The pump passed the displacement test, self test and active current measurement. However, the pump failed the sleep current measurement due to moisture damage to battery tube and electronic assembly.